Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned product consisted of only the detached/separated guide catheter assembly and the stent. The remainder of the delivery system was not returned for evaluation. A visual evaluation of the guide catheter revealed that it was kinked and stretched at multiple locations. The working length of stent was bent causing misalignment of the proximal and distal barbs. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was successfully deployed on (B)(6), 2011, during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). On (B)(6), 2011, a non-elective ercp was performed as the patient presented with nausea, vomiting, and pain/discomfort in the right upper quadrant. During the ercp, the physician removed the guide catheter of the flexima rx biliary stent system from the patient which had broken and remained inside the deployed stent. The guide catheter and stent were removed. The procedure was concluded and the patient was reported to be feeling better after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was successfully deployed on (B)(6), 2011, during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). On (B)(6), 2011, a non-elective ercp was performed as the patient presented with nausea, vomiting, and pain/discomfort in the right upper quadrant. During the ercp, the physician removed the guide catheter of the flexima rx biliary stent system from the patient which had broken and remained inside the deployed stent. The guide catheter and stent were removed. The procedure was concluded and the patient was reported to be feeling better after the procedure.